Event description:
It was reported the patient had a bad fall a couple of weeks before (B)(6) and since then has had problems. The patient started experiencing withdrawal symptoms around the beginning of (B)(6) 2014. The patient had been going thru ¿terrible¿ withdrawals and had light headedness, was dizzy and sweating. The patient had to use her boluses more to counteract the withdrawal symptoms. On (B)(6) she heard three beeps that she thought were the pump alarming but then determined that she doesn't think that the beeping heard was the pump alarming. A critical alarm was heard one time in november and since then the patient has had "terrible issues with pump doesn¿t seem to be working and seems to be when give bolus seems to work ok but that¿s it and cannot even walk because of it.¿ it was indicated that "in the pump her ptm has had problems with doing a bolus."the patient was not sure if there is a pump/catheter problem or if she is building up a tolerance to her medication. The patient was afraid that the catheter may have fractured. There was no volume discrepancy at her refill. When giving a bolus it seems to ¿work ok but that¿s it¿. The pump was not still alarming. The patient followed up with the healthcare provider on (B)(6) 2015 and the pump was not checked. Magnetic resonance imaging (MRI) was planned for (B)(6) 2015 and was not related to the pump. It was a checkup for a back surgery she had three years ago (prior to implant). The doctor was planning to do the MRI and then do a study to check the pump. The doctor told the patient ¿to have the MRI to check the pump than.¿ the pump was delivering dilaudid. Intervention and outcome was not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: 2013-(B)(6), product type catheter. Product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4).